Event description:
It was reported that during patient use, the "home" quick access button on the graphic user interface (gui) became active and was not responding to touch. The ventilator continued to ventilate the patient. Waveforms were still functional. Patient was moved to another ventilator. There was no harm to patient.

Manufacturer narrative:
Nihon kohden orangemed inc. Will submit a supplemental report if additional information becomes available.

Manufacturer narrative:
See attached follow up summary report.